Manufacturer narrative:
No lot# provided for sample. Method: sample has not yet been returned to MFR at the time of this report. Conclusion: (B)(4) was issued that addresses the issue of circuits leaking. If further info is received, a f/u report will be submitted.

Event description:
The event is reported as: a leak was found in the circuit while on a pt. The circuit was changed out with a new one. No pt injury reported.